Manufacturer narrative:
Concomitant medical products: product ID: 37713, implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a broken connector pin on the cable assembly.

Event description:
The consumer reported that the desktop charger (dtc) connector pin broke off on (B)(6) 2014, the dtc was not charging the implantable neurostimulator recharger (insr), and the implantable neurostimulator (ins) was out of a charge. It was noted that the insr had about 1/4 charge left on it at the initial time of report. It was reviewed that the patient could use the insr to try and replenish the ins. A replacement dtc was requested. There were no reported patient symptoms, and there was no indication of patient harm. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome.